Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was initially readmitted for c diff infection. During hospital stay, the pt had multiple low flow alarms. The pt is currently stable with no heart failure symptoms. Creatinine; 1.2, international normalized ration: 3.8, dark urine, lactate dehydrogenase stable: 528. Urinalysis and plasma free hemoglobin sent. Last right heart catheter completed, pt's central venous pressure: 2 wedge pressure: 5, current blood pressure: 120/78, no pulsatile. Pt is on the backup system controller. Red heart alarms were also noted. The hospital was advised to evaluate clinical symptoms prior to system controller exchange. Vad coordinator is going to proceed with echocardiogram (echo) (aiming for ramp echo) to evaluate any inflow or outflow obstructions and degree of left ventricle unloading. Echo is pending, likely system controller exchange.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.